Event description:
Per patient tracking, this system was removed due to infection. At the time of this report, there is no indication that a new system has been implanted. Setrox s 45, MDR 1028232-2009-01710.